Event description:
The customer reports a false positive result generated by the architect stat troponin-I assay on an architect i1000sr analyzer for one patient sample. The customer observed an abnormally high result of 200.0 ng/ml after the analyzer performed an auto-dilution. The result did not fit the patient's clinical picture and the sample was retested. A result of 0.0 ng/ml was generated. No suspect results were reported from the lab. The sample was lithium heparin and hil indices were normal. Controls were also within specifications. The customer reference range is 0 to 1.0 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
To evaluate assay performance, an internal troponin-I panel was tested with reagent lot 45316un12. The troponin-I panel is made from human plasma and is targeted to a known concentration. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. Manual dilutions of the returned patient sample were then prepared using the architect stat troponin-I calibrator a as the diluent. The patient sample was also treated with a heterophilic blocking tube (hbt) reagent to determine if an interfering substance was present containing heterophilic antibodies. A neat (non-diluted) sample, the prepared dilutions and the hbt treated samples were then assayed with reagent lot 45316un12 on an architect instrument. All samples produced results of 0.000 ng/ml, which is not indicative of the presence of an interfering substance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the customer's current issue. Based on this evaluation, it can be concluded that the architect stat troponin-I assay is performing acceptably. A product deficiency was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).